Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and clavicular crush on the right ventricular (rv) lead and right atrial (ra) lead. It was also reported the rv lead exhibited low impedance. It was further reported the ra lead exhibited noise and fracture. The leads and implantable pulse generator (ipg) were explanted and replaced. No further patient complications have been reported as a result of this event.